Event description:
Dlg (groshong) occlusion. Unable to flush with 100cc normal saline through intravenous tubing at first port. Hole noted in groshong catheter line. The line was repaired by a member of the hosp's intravenous team.